Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, white particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy, voids and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a rupture confirmed by MRI. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported a left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture. This record is for an unknown side. Device remains implanted.